Event description:
The service repair technician reported that during routine testing of the device at the service center, the battery pack that was broken at bottom side and leaking battery acid. There was no pt involvement or harm to the user.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The reported complaint was confirmed by the field service rep (fsr). The repair center replaced the battery pack.